Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Device unavailable for analysis.

Event description:
(B)(4).it was reported post a coronary artery stenting treatment procedure, a patient death occurred. The target lesion was located in the right coronary artery. The reference vessel diameter was 1.8mm and the lesion length was 16mm. Pre-procedure was 83% stenosis and post-procedure was 0% stenosis. A 2.5x16mm liberte stent was implanted. A non bsc balloon catheter was used. No information if direct stenting was attempted. The stenting procedure was a technical success. The patient was discharged the next day without angina complaint or silent ischemia. Medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months and heparin and an iib-iiia agent. The same day, the patient experience cardiac death. No further information provided.